Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump exhibited a system fault error. No adverse patient effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device was alarming an error code 104 during testing and indicate a problem with downstream occlusion sensor issue. It determined that the faulty downstream occlusion sensor needs to be replaced and the front housing as part of the repair process. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.